Event description:
An initial event notification was received by sequel med tech, llc, on 18-dec-2025 and forwarded to millyard advanced medical products, llc on the same day. The user reported changing their infusion site and cassette on (B)(6) 2025. Upon attempting to fill the new cassette with insulin, the user reported resistance when inserting the needle into the cassette's filling port, stating that they continuously poked until the needle went through. The user was able to successfully fill the cassette; however, a few hours later, the user reported that their blood glucose began to increase. The user denied any insulin leaking from twiist cassette or pump. The user also denied smelling insulin from the exterior of the pump. The user was admitted to the hospital on (B)(6) 2025 with diabetic ketoacidosis, reporting that their blood glucose went up to 474 mg/dl. The user reported not having their supplies to return for investigation. The user remains ongoing on the twiist pump (serial number (B)(6)).

Manufacturer narrative:
A specific cause for the reported event could not be determined based on the information available for assessment. System logs from the time of the event are not available. The infusion set is distributed by millyard advanced medical products, llc, for use with the twiist automated insulin delivery system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, for further investigation.